Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with cgm readings exceeding 400 mg/dl during an intercurrent illness; the caregiver changed the infusion set and the glucose level decreased to 278 mg/dl, and the site appeared viable. Symptoms included dry lips consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.